Manufacturer narrative:
A5): patient ethnicity unk. A6): patient race unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bactermia. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Multiple spectranetics devices (medium and large visisheath dilator sheaths, 14f and 16f glidelight laser sheaths, 9f tightrail sub-c rotating dilator sheath, and 9f and 11f tightrail (long) sheaths) were used during the procedure. First, the ra lead was successfully removed. Next, the rv lead was targeted, and a snare was used from the groin to provide additional traction, along with the lld. While attempting extraction from the pocket, the lead tip would not break free; therefore, more forward pressure from the glidelight and traction from the lld were applied. As a result, the rv lead broke free from the ventricle wall; however, the patient's blood pressure dropped. Rescue efforts began, including sternotomy, and an rv perforation was discovered and repaired. The patient survived the procedure. This report captures the lld #2 providing traction within the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.